Event description:
On (b)(6)2025, a patient underwent a port placement procedure using the PowerPort M.R.I. isp via the internal jugular vein. Post the procedure on (b)(6)2026, it was reported that the catheter was allegedly fractured and leaked at the port lock site. It was further reported that the DSA imaging revealed a clear catheter fracture with leakage. Also, there was an issue with aspiration. On the same date the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Although the physical sample was not returned for evaluation, one photo was provided for review. The photo shows a partial view of a Power Port with an attached catheter having blood residue along its length. The catheter tube was observed to be fractured proximal to the port stem area. Therefore, the investigation is confirmed for reported catheter fracture, fluid leak and suction issues. The definitive root cause could not be determined based upon available information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. B5, G3, H4, H6 (Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.